Manufacturer narrative:
Device history record in review. Samples were not returned by consumer. Add'l model# super.

Event description:
Consumer went to remove a tampon and a piece was left behind which she removed on her own.